Event description:
It was reported to philips that system not turning on; ups battery dead and fuse blown on a azurion 7 b12. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ups assembly and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).